Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three days post implant the patient experienced chest pressure. Short v-v intervals were noted on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.